Manufacturer narrative:
H4: the lot was manufactured from october 8, 2018 - october 10, 2018. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which did not observe no flow; the device had no fluid in the bladder. Due to the nature of the sample, no additional testing could be performed. The reported condition was not verified during photo inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during patient infusion. The device had been filled with 0.9% normal saline and recombinant human endostatin. There was no patient injury or medical intervention associated with this event. No additional information is available.